Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise resulting in inappropriate automatic mode switch episodes. The noise was reproducible through shoulder movements. The lead was capped and replaced. The patient was stable during and following the procedure.